Event description:
This event is reportable based on the product analysis approved on 07/28/2008. It was reported that during a drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The "serious" calcified lesion was located in the left anterior descending artery. The physician advanced the 3.0x32mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed with another 3.0x32mm taxus liberte stent. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: the device was returned with the product mandrel inserted and stent balloon protector attached. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on the first row from the proximal edge of the stent were raised. There were kinks along the entire length of the hypotube. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.